Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the unit had been in storage and not powered on or charged for some time. The batteries were replaced. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) total nominal available capacity (tnac) of the batteries would not go above 0.85, which is not within product specification. There was no patient involvement.